Event description:
Customer reported getting erratic readings from their freestyle meter. Comparison tests were performed with the freestyle meter and results were 260 mg/dl and 125 mg/dl. Freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.